Event description:
It was reported to nuvectra that the patient continued to experience vertigo symptoms including nausea and headaches following implant of the permanent leads. Subsequently, the leads were explanted. The cause of the symptoms is unknown as the patient experienced nausea and headaches prior to the leads being implanted.